Manufacturer narrative:
A lumenis field service engineer found the head to be within functional specifications. Field service engineer further reported user facility had not performed regular routine user calibration of the head in contradiction to product labeling.

Event description:
It was reported that patient sustained 2nd degree burns sustained an ipl treatment and two operators at user facility sustained 2nd degree burns after using the systems on themselves.